Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer treated with pen. The customer declined to troubleshoot for high readings. The customer stated that the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with no esc or down button response due to a flattened button dome switch. The lcd board was inspected and no anomaly was noted. Unable to verify the motor error, motor position encoder or perform functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart and all operating current measurements due to no esc and act button response. The motor was tested outside of the device and it passed. The drive support disk was inspected and no anomaly was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a cracked end cap near the motor support disk.